Event description:
It was reported that during an unknown procedure the grey handpiece is not screwing with the probe. The shaft is rotating with the screw freely, whole assembly of handpiece is rotating. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4 batch#: y7027l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was positive, due to the nose cone damaged, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. No conclusion can be made as to how the nose cone was separated.